Event description:
It was reported that the ilet pump¿s display screen separated from the device housing, while the device remained operable and data were synced prior to shutdown; a replacement was arranged and the user was instructed on shutdown and data sync steps. Symptoms included no injury and no glycemic symptoms. Outcomes included no medical intervention and continued cgm use via the dexcom app. Investigation included collection of user reports and images, verification of device operability prior to shutdown, and planning for device return and evaluation. Investigation of this case revealed a hardware issue localized to the display assembly and enclosure, consistent with a screen detachment from the main pump body without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the screen-to-enclosure interface.

Manufacturer narrative:
Investigation description: display damage due to impact.